Event description:
The lead was not dislodged.

Manufacturer narrative:
Analysis found that the returned lead portion exhibited normal electrical characteristics. Without the return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right atrial lead exhibited a sensing anomaly, noise and had dislodged. The lead was explanted and replaced.